Event description:
Healthcare professional reported right side capsular contracture baker grade ii/iii. Device remains implanted. Patient was underage at the time of silicone device implantation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional later reported baker grade IV and any creases. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. Underage-breast: unable to observe since it is not related to the device. Crease/ folding of implant-breast: observed, flat creases. Additional observations: one opening device assessed as surgical damage. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a5, a6, b5, d9, h3, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown healthcare professional later reported capsular contracture baker grade ii/iii. Healthcare professional additionally reported capsular contracture baker grade IV and "any creases." Patient was underage at the time of silicone device implantation. Device has been explanted and replaced.